Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient underwent open reduction internal fixation (orif) for the femoral diaphyseal fracture with trochanteric fixation nail advanced (tfna) on (B)(6) 2018. At the end of the surgery, the titanium end cap could not be inserted completely. It was possible that the rotational locking mechanism prevented the end cap because the mechanism was not turned enough. The surgery was completed without any other problems although it was not reported how the surgery was completed. There was less than thirty (30) minutes of surgical delay noted. There was no adverse consequence to the patient. Concomitant device: tfna nail (part: unknown, lot: unknown, quantity: 1). This report is for a titanium (ti) end cap for tfna. This is report 1 of 1 for (B)(4).